Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with severe angina and the procedure was to treat a lesion in the left circumflex coronary artery with 90% stenosis, moderate calcification and mild tortuosity. The vessel was pre-dilated with a 2x10 mm semi compliant balloon and then through radial approach the 3.5x38 mm xience alpine stent was implanted at 16 atmospheres. Fluoroscopy after stenting showed a proximal edge dissection. Another xience alpine stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.